Manufacturer narrative:
(B)(4). The device sample was not returned at the time of this report.

Event description:
The customer alleges that upon receipt, the light pipe was found broken. The alleged issue was observed when the package was opened. No patient involvement.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that upon receipt the light pipe was found broken. The alleged issue was observed when the package was opened. No patient involvement.